Event description:
Clinical narrative: an impella cpsa device was inserted via the right femoral artery in an 87-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient had a history of known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage d. The impella cpsa was inserted successfully and started in p-auto. When the cpsa was inserted and started in the left ventricle, the patient went into heart block without a ventricular escape rhythm. Due to inability to treat and resolve the heart block, the decision was made to remove the cpsa. The patient survived to explant. Heart block in this patient may occur due to device placement in the left ventricle during impella support, in the context of acute myocardial infarction complicated by cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Patient-device interaction/heart block: the cause of the injury was not determined due to insufficient clinical details.